Event description:
During a nailing procedure, the proximal hole of the aiming device did not align with the hole of the nail. Surgical intervention required to complete procedure. Patient experienced longer than expected hospital stay.

Manufacturer narrative:
Investigation coordinated by synthes gmbh. Report received indicates the device is broken in the area of the two recon holes. No product fault could be detected.